Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a stenotic lesion in the anterior inter-ventricular branch of the left coronary artery. A 2.25 x 18 mm xience proa stent delivery system (sds) was advanced to the lesion with no resistance. On an attempt to deploy the stent of the sds, a contrast leak [rupture] was noted immediately on inflation of the balloon and the balloon completely failed to inflate. The stent was not implanted and simply removed from the anatomy on the sds. Another unspecified xience sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material rupture, inflation issue and activation failure (stent) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. The reported inflation and activation issues appear to be related to operational context of the procedure as it is likely the material rupture caused the reported inflation and activation issues. It should be noted, there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the us; however, it is similar to a device sold in the us.